Manufacturer narrative:
(B)(4).

Event description:
It was reported that an acute hemodialysis catheter (ahdc) was exchanged over a guidewire from a previously placed triple lumen central venous catheter (cvc) to the right internal jugular vein. During continuous renal replacement therapy (crrt), the crrt machine repeatedly alarmed, indicating that air was being introduced into the access line. Multiple attempts to initiate therapy were unsuccessful despite the use of three crrt sets and two machines. The issue persisted, preventing continuation of therapy. These events resulted in blood loss requiring the patient to receive a blood transfusion. Upon removal of the catheter, a hole was identified in the extension line of the device. Additional information was received indicating that the patient is deceased. At the time of this report, the customer has not responded to requests for additional information regarding the device failure and patient outcome. If further information is received, the complaint file will be updated accordingly.